Event description:
A surgeon reports that one of the haptics came loose for three iol's that he attempted to implant in one of his pts. The first two iol's were removed without complication. However, when he was removing the third iol, the capsule tore and vitreous fluid was lost. At this point the surgeon decided to use a different model lens. A larger incision was required to allow implantation of this lens. The fourth attempt was successful and the pt has had a good outcome.